Event description:
During the routine follow-up of the device involved in this report, oversensing episodes were visible in device memory.

Manufacturer narrative:
(B)(4), this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Results - other and conclusions code: such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. The oversensing episodes were non sustained episodes which did not trigger any therapy (because they were non sustained). Such oversensed events could results from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed.